Event description:
It was reported, "off label use of a ceramic c-taper biolox delta head. Surgeon put it on to a different manufacturer taper. Surgeon was notified at the time of implantation that there was a risk of fracture and that it was off label and risk of taper disengaging and not seating properly. Taper did appeared to lock."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.